Manufacturer narrative:
Device returned with no lot ID. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: desufflation lever condition, inner gasket condition, obturator condition, outer gasket condition, and reset button condition, conforming. Functional tests & results: does safety shield retract, and lockout functional, conforming. Analysis conclusion: based upon the inquiry info received, visual examination and functional test, no conclusion could be reached as to how the reported "511sd trocar would not arm" during surgery occurred. The device was examined, found to be functional, and cycled repeatedly without incident. The trocar was tested using a foam simulation of skin and the device was found to arm, the trocar shield was found to retract and lockout consistently. The experience reported by the surgeon could not be repeated during testing. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.

Event description:
It was reported during a laparoscopic cholecystectomy the 511sd trocar would not arm during surgery. A new trocar was opened to complete the case. The customer sterilized the unit and afterwards the trocar seemed to arm. There was no consequence to the pt.